Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was blood in the guidewire lumen. The balloon was tightly folded. There were crimp marks present. There was no stent returned with the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. The 78% stenosed, 29mmx3.0mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior desceding artery. A 32x3.00mm rebel bms stent was advanced but failed to cross the lesion. The device was removed and was again re-introduced together with a non-boston scientific guide catheter. However, the physician felt something was not right and when the device was removed, it was noticed that the stent got dislodged inside the guide catheter. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 78% stenosed, 29mmx3.0mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 32x3.00mm rebel bms stent was advanced but failed to cross the lesion. The device was removed and was again re-introduced together with a non-boston scientific guide catheter. However, the physician felt something was not right and when the device was removed, it was noticed that the stent got dislodged inside the guide catheter. The device was removed completely from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.